Event description:
A customer observed negatively baised tsh results on the vitros eci system using control fluids. Baised results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.